Event description:
As reported by user facility: event 1: the end cap (micro luer access device) is becoming disconnected immediately upon opening or during use. In multiple instances, this has resulted in contamination (e.g., sets falling to the floor) and, in one case, blood exposure after the device was connected to the patient".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.